Event description:
During a laparoscopic cholecystectomy procedure, the jaw section of a grasping forceps broke and it became inoperable. Another grasper was used to complete the case. No pt injury occurred.